Event description:
Synergy china registry. It was reported that coronary artery atherosclerotic heart disease occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 52 mm long and a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 38 mm and 2.75 mm x 20 mm synergy stents system. Following post dilation, residual stenosis was noted to be 10%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with coronary artery atherosclerotic heart disease and was hospitalized for further treatment. At the time of the event the subject was on aspirin and clopidogrel. Non-target vessel revascularization was performed, and medication was given to treat the event. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.